Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Healthcare professional notes lymphoma rec'd mw (B)(4) that notes "anaplastic large cell lymphoma diagnosed approximately 11 years following post bilateral mastectomy reconstruction with textured expanders and mcghan textured saline breast implants." There is no device info, nor surgeon info is provided. There is no histological/cytology info provided. There is minimal info provided; investigation is closed and can be reopened if/when new info is provided and forwarded along.